Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. There was no harm or injury reported. The device's lcd was replaced to address the issue. The lcd screen was returned to the manufacturer's product investigation laboratory for additional testing. There was no failure of the display found. The display was installed on the test bed and the display functioned as designed. The display was able to be read without difficulty. The display was scrapped.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The display was unable to be viewed. The device's lcd screen was replaced to address the issue.